Manufacturer narrative:
The product was used for treatment and returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection found no damages or manufacturing abnormalities on the controller. Functional evaluation revealed that the controller functioned as intended according to the reported event. All ablation and coagulation voltage outputs were within specified ranges. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: 1. A power surge to the subject controller, 2. Using an improper power cord or improper extension cord, or a lose power connection. 3. An issue with one of the concomitant devices in use at the time of this complaint event. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the procedure, the wand failed. No back up device was available to complete the procedure. No patient injury nor delay was reported.